Manufacturer narrative:
H4: the lot was manufactured between february 9, 2024 ¿ february 12, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside a green bag that contained the device was observed which suggests a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device leaked benzylpenicillin in sodium chloride solution into the outer bag. The leak was observed when checking the packaging prior to patient use. There was no patient involvement. No additional information is available.